Event description:
In 9/86 rptr had silicone implant surgery. Rptr experienced hardening of both breasts and had to have the capsules broken many times during the succeeding months. Several yrs ago she began to experience aching joints, an indentation on her left breast, extreme heat under her arms and neck, as well as pain in her chest. She went to several drs including her original plastic surgeon. She doesn't believe at the time many of the physicians were aware of the concerns of womem with breast implants. She was advised at best to have a mammogram done. She followed up with mammograms which showed an enlarged lymph node.